Event description:
It was reported that the patient with this pacemaker system experienced dizziness and visited the emergency room (ER). The health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system stored atrial tachy response (atr) episodes due to concerns of noise on the right atrial (ra) lead. Upon review, ts determined that the ra lead exhibited oversensing noise, high out of range pacing impedances and had pacing inhibition of greater than two seconds. It was also noted that the pacemaker power consumption increased to 134% due to pacing in the ra lead was in suspension. Ts discussed possible causes with the hcp and recommended for further device and lead testing to be performed to evaluate the system. At this time, the pacemaker and ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker system experienced dizziness and visited the emergency room (ER). The health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system stored atrial tachy response (atr) episodes due to concerns of noise on the right atrial (ra) lead. Upon review, ts determined that the ra lead exhibited oversensing noise, high out of range pacing impedances and had pacing inhibition of greater than two seconds. It was also noted that the pacemaker power consumption increased to 134% due to pacing in the ra lead was in suspension. Ts discussed possible causes with the hcp and recommended for further device and lead testing to be performed to evaluate the system. At this time, the pacemaker and ra lead remain in service. No additional adverse patient effects were reported.